Manufacturer narrative:
A steris service technician inspected the unit and identified a pinched o-ring in the filter system. He replaced the o-ring, tested the unit and returned it to service.

Event description:
User facility reported their v-pro unit was smoking. No injuries, procedural delays or cancellations were reported.